Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Initial reporter name and address: was not provided. The actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the upper trigger of the device was blocked was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had cord damage/cracked, component damage, the housing pin was loose, the device would run in the locked position, safe rotation, a damaged flex circuit, cap wire deterioration, hand control was not working, was making excessive noise, had vibration, and the etching was illegible. It was further determined that the device failed pretest for visual assessment, loctite assessment, cable assessment, safety assessment, noise assessment, and hand control assessment. Therefore, the reported condition of vibration was confirmed. The assignable root cause of these conditions was determined to be traced to component failure due to wear. UDI#: (B)(4).

Event description:
It was reported, from japan, that the motor device had vibration and was generating heat. It was not reported, if the event occurred during a surgical procedure. It was not reported,if there was a delay to a planned procedure. It was not reported, if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.